Event description:
On (B)(6) 2022, the memo 4d annuloplasty ring 4dm-26 was used for a mitral valve repair. After stitching the ring, the transparent holder was removed by cutting the blue thread at two points. To detach the blue holder from the ring, the white thread was cut at one point; however it was reportedly difficult to detach the blue holder from the ring. The surgeon had no choice but to cut the u-shaped thread one by one, and was able to detached the blue holder with an effort. However, the threads remained on the ring side, and it was very hard to remove them one by one.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Given that the memo 4d ring was ultimately implanted, no device investigation is possible at this time. Further investigation is ongoing. Device remains implanted.